Event description:
It was reported that the shock impedance was out of range (<20 ohms) after performing af cardioversion 146 months after the lead implantation. The lead was capped and a new lead was implanted instead. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a constant shocking impedance of 50 ohms. The provided printout of the shock episodes shows a shocking impedance of <20 ohms at an energy of 0 joule on (B)(6) 2023. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.